Manufacturer narrative:
The complaint was reviewed and was determined to be non reportable because the graft was previously cannulated for av access and the infection occurred post cannulation. This event is not reportable, therefore the mir report is being retracted.

Event description:
Reportedly on (B)(6) 2021 this patient underwent the creation of a vascular access for hemodialysis in which gore® propaten® vascular graft was implanted. On (B)(6) 2023 after about one year and 9 months, the prosthesis was explanted due to an infection.

Manufacturer narrative:
Other code: the medical device returned to a third party for investigation. The analysis report will be shared with gore and will be evaluated appropriately. B14: a review of the manufacturing and sterilization records is in process, the result will be attached to the supplemental report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.